Manufacturer narrative:
This supplemental report is being submitted to report the device investigation results. The customer did not return the device for evaluation. The root cause was not identified. The probable cause is: endoscopic image disappeared by "defective transmission of scope connector contacts". It is highly probable that because the defect was resolved by inserting and removing the scope, a temporary transmission defect occurred due to dirt or water droplets adhering to the scope connector contacts, and the image was not displayed. The device history review (DHR) showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. It is believed it may have been a user error. Tech support went over with the user that they needed to perform the white balance procedure to get it to balance correctly. This had resolved the issue. The procedure was able to be completed with this same device. The connection was secure. There was no damage or abnormalities to the device or cord. No errors, alarms or alerts were received. The settings were working accordingly. The end user verified that the scope is functioning correctly with no further issues.

Event description:
The user facility reported that there were image loss issues. The screen was gray and the picture would be lost. There was no patient involvement. No additional information was provided.